Event description:
The MFR received info alleging that a ventilator does not power up. The device was not in pt use. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's system board was replaced to correct the problem.

Manufacturer narrative:
There was no pt harm or injury reported. The MFR will continue to monitor life support ventilator malfunctions that could potentially result in a loss of therapy.